Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Provider alleges the end user was riding on a bus while in her chair and the chair wasn't strapped down good enough allegedly causing the chair to tip over with the consumer in it.